Event description:
It was reported that this right ventricular lead was explanted due to high impedances caused by a possible fracture. This lead was successfully replaced. No additional adverse patient effects were reported.